Event description:
Nellcor puritan bennett received a report from a clinical engineer that while monitoring a pt, the unit froze while displaying readings. There was no pt harm reported.

Manufacturer narrative:
The unit was requested back for eval, but has not yet been received.